Manufacturer narrative:
Additional information from was received on 24-nov-2022. It was reported that the valve was not broken. The hemostatic valve (gasket) did not dislodge inside nor outside the hub. The brim cap/hub did not detach from the sheath. Based on this new information, the complaint has been reassessed and this event is no longer considered to be MDR reportable. The h 6. Medical device problem code has been updated to obstruction of flow (a1409) which is not MDR reportable. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Since this event has already been reported to FDA, biosense webster inc. Will continue to report supplemental mdrs to FDA as additional information is received regarding this event. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that when an attempt was made to flush the vizigo¿, before insertion into the patient¿s body, saline was stopped by the hemostatic valve and did not pass through. The vizigo¿ was replaced and the procedure was successfully completed. It was considered that the hemostatic valve was defective because physiological saline did not pass through after the hemostatic valve when flushing was attempted. No adverse patient consequence was reported. The hemostatic valve separation issue is MDR reportable.

Manufacturer narrative:
Initial reporter name and address: initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).